Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving bupivacaine and morphine via an implantable infusion pump for failed back surgery syndrome and spinal pain. It was reported that the patient fell a little over 3 years ago and the tip of the catheter gave them a contusion, and the patient's spine was swollen and needed surgery all summer. The patient reported they had pain in the spine and the rib cage "down the side." The intervals of pain would get shorter and shorter, and last longer and longer like pins and needles. The pain would wake the patient up in the middle of their sleep, and they could not put a sheet over themselves. The patient reported they had many magnetic resonance imaging scans related to the pump. It was noted the event occurred in 2014. No further complications were anticipated/reported.